Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed an reproduced the reported symptom of fluid intrusion. Evaluation found the module's wireless capabilities to be inoperable due to fluid intrusion, which caused corrosion on the wireless module flex and radio printed circuit board. The module was retired from service.

Event description:
It was reported that a wireless battery module g experienced fluid intrusion. The customer reported that the device came from the ICU, and it was believed to be damaged during cleaning. It was also reported that there was no patient injury.